Manufacturer narrative:
The t:slim user guide states: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer then loaded a new cartridge to resume insulin, however they were not seeing drops of insulin exit the end of the tubing during filling. During a system check with tandem technical support, the customer disconnected and reconnected at the luer lock and was able to resume fill tubing. The customer completed the load process successfully and was able to resume insulin delivery.